Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at 7.5 volts at 2.0ms. The pt implanted with this lead was admitted to the hospital, where an x-ray verified an rv lead dislodgement. The physician elected to perform an invasive revision procedure and the rv lead was successfully repositioned. No adverse pt effects were reported during the procedure. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.